Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump failed the displacement test, and gave a motor error alarm during the rewind due to an out of phase motor encoder signal. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
It was reported, the customer received a motor error alarm while rewinding their insulin pump. Customer's blood glucose was 105 mg/dl. The customer stated they did not expose their insulin pump to a high magnetic field. Customer was advised their insulin pump needed to be replaced. No additional information provided.